Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bolt from the prograsp forceps instrument fell into the patient¿s body. The bolt was found and removed. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of missing grip pin to be related to the customer reported complaint. The instrument was found to have grip pin missing. The probable root cause of a missing grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure. An additional failure not related to the customer reported complaint was that the instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported based on the following conclusion: it was alleged that a pin from the prograsp forceps instrument fell inside the patient during a da vinci assisted procedure. The pin was retrieved during the same procedure.